Event description:
It was reported that the patient presented for a routine generator replacement. During the procedure, a small amount of blood was noted at the proximal portion of the pacemaker header near the port entrance, resulting in difficulty removing the right ventricular (RV) lead from the header. The RV lead was subsequently freed, and insulation damage was noted on the lead. The insulation damage was perceived to be procedure-related, resulting from manual and instrument-assisted pulling on the lead. The pacemaker was explanted and replaced, and the RV lead was repaired with medical adhesive and remained implanted. The patient was in a stable condition.